Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up with battery. Once powered on with ac power, the device displayed an "off set self check failure - 1172" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty compressor pump. The device was recertified and returned to the customer. The customer's report of "no power" was not replicated or confirmed. Analysis of reports of this type has not identified an increase in trend.